Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio replaced the main pcb and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
During inspection of the device, customer found the device with a flashing service wrench. The device had a fault code logged in the device memory and the "call service" displayed indicating a critical malfunction. There was no report of pt involvement with incident.